Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient felt a sudden shocking sensation following a fall 2 weeks ago ((B)(6) 2018). The patient fell backwards against a railing and hit right on their side towards their ribs. The patient also mentioned they were sore on their right side were the implantable neurostimulator (ins) was located. Ever since the fall, they experienced a shocking sensation when they turned a certain way or lays down (issue related to positional movement). They stated that it felt like ¿needles¿ in their body. It was noted that when the stimulation was off the sensation stopped. They had turned the stimulation off prior to report and the shocking seemed to have stopped. The patient stated that last night was the first night they had gotten some sleep. The patient was redirected to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.